Manufacturer narrative:
This part is not approved for sale in us but a similar device with catalog# 9393007, 510k# k094025 and (B)(4) is approved for sale in us. The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent lumbar interbody fusion at l4-5. Intra-op, upon insertion of the interbody device, the implant broke at the portion attaching to the inserter. Small opening into the disc space caused difficulty in introducing. No patient complications were reported and no fragments of the product remained inside the patient.